Manufacturer narrative:
Result: lift power coil cable.

Event description:
It was reported by service report that the foot end of the bed would not lower. No pt involvement or adverse consequences are reported.